Event description:
It was reported that during priming with one unit of polyflux 210h, an external leakage of the dialyzer connect port was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: lot number to: 2-6303-h-01. D4: expiration date: 01/31/2025. D4: UDI: (01)07332414102777. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.